Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an unspecified procedure, the coblator controller did not power on. The procedure was successfully completed without delay using a smith and nephew back up device. No patient complications were reported. Upon investigation, it was found arc/burn damage to the wand port as additional failure.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection observed signs of arc/burn damage in the wand port pins. A functional evaluation revealed while the unit does power on just fine, most settings cannot be tested due to the damaged wand port and potential equipment damage. The complaint of power issues was not confirmed. The complaint of a short was confirmed and the root cause was associated with a component device. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.